Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the clips were inserted in the middle of the shaft, and the remaining clips could not be fired. There was no patient injury.